Event description:
Per the audiologist's report, this child's performance had declined around november 2006. She has bilateral mondini's malformation. Using the appropriate diagnostic equipment, it was determined that several electrodes were not functioning according to MFR's specifications. Explantation/reimplantation surgery is planned for the future although no date has been set at this time.

Manufacturer narrative:
This type of event is addressed in the device labeling.